Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. Three photographs of a powerpicc were returned for evaluation. An initial visual observation of the photographs showed a circumferentially aligned split in the catheter tubing. No further details of the split could be discerned in the returned photograph. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause of the split. What appeared to be usage residues were observed near the sample. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, during catheter maintenance at the hospital where the catheter was implanted, fluid leakage was found at the puncture site. Further examination revealed that the catheter had fractured inside the body (scale at 16 cm, catheter length 34 cm). The catheter was removed. No other information was provided.